Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition. The reported device entrapment (inability to remove the device) and inability to retract the foot could not be replicated in a testing environment based on the r returned device condition. The reported noise could not be replicated/ confirmed as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported guide detachment, foot detachment, needle to cuff miss, inability to retract the foot and device entrapment and appears to be related to high angle of insertion during device placement due to procedure circumstance. The subsequent treatment appears to be related to procedure circumstance. The reported noise like resulted from the guide detachment during the procedure. Abbott vascular product performance senior medical advisor concluded that the reported patient effect of death was not related to the product. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Revised: analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition. The reported device entrapment (inability to remove the device) and inability to retract the foot could not be replicated in a testing environment based on the returned device condition. The reported noise could not be replicated/ confirmed as it occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss, inability to retract the foot and device entrapment appear to be related to a guide break observed in the returned device condition due to high angle of insertion during device placement subsequently contributing to the reported noise. Although the guide break was not reported by the account, the returned device condition is consistent with a guide detachment occurring during device placement such that contributed to the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. Abbott vascular product performance senior medical advisor concluded that the reported patient effect of death was not related the product. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H10: device analysis.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella angioplasty interventional procedure. Reportedly, there was no suture present when the plunger was removed. Before attempting to remove the device, the lever was closed and an unusual sound was heard. It was thought the foot had been retracted; however, when attempting to remove the device it was stuck. The device was advanced a bit to try to get it to move but the device remained stuck. The physician stopped attempting to remove the device and proceeded with performing a cut down. When the device was successfully removed, it was noticed the lever would be lifted and returned to its original position but the foot remained outside of the device. There was no connection between the lever and the foot. It was confirmed there was no foot separation. In addition, there was no tissue damage reported nor vessel incised. At this point, physician proceeded and upsized the sheath to 11f to enlarge the whole and ultimately upsized to 14f sheath for the impella angioplasty procedure. The percutaneous coronary interventional procedure was done in the left main/proximal left anterior descending artery (lad) and right coronary artery (rca). It was reported that the impella angioplasty interventional procedure went well and finished fine. The surgeon closed the vessel and hemostasis was achieved. The proglide procedure was recorded at 2:05pm and patient expired at 3:39pm. No additional information was provided.